Manufacturer narrative:
The explant date is unavailable.

Event description:
It was reported that the patient presented for a procedure. It was noted that the right ventricular lead exhibited noise. The lead was explanted, and a leadless pacemaker was implanted. Patient status was not reported.